Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) ar40e +18.5 diopter, the trailing haptic was noticed to be broken and the lens was cut out of the patient's eye. The incision was not enlarged and no sutures were used. An ar40e lens +17.5 diopter was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/21/2018. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed with viscoelastic residues and marks in the optic zone. One of haptic was observed positioned and the other was observed detached and missing. After the lens cleaning the lens was observed and it was observed torn, with marks and with a nick in the haptic drill hole. These conditions could be caused by the lens cut out process. The complaint haptic damaged was not verified in the return sample however the haptic detached condition was observed, it could not be related to the manufacturing process it could be related to the handling process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received revealed that the surgeon was dr. Christopher taylor; the patient date of birth was 10/30/1957, eye affected the left eye (os). Therefore the following fields were updated: date of birth - (B)(6). (B)(6), health professional - yes, occupation - physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.